Event description:
The customer reported that erroneously elevated glucose (gluc) results were generated on a unicel dxc 600 synchron system for multiple patient samples on three days. This report is three of three and represents the erroneous, elevated gluc result generated on the unicel dxc 600 synchron system for one patient sample on (B)(6) 2011. The initial gluc result was repeated on the same instrument and the repeat result was elevated and erroneously high. The erroneous gluc result was not released from the laboratory. There was no deaths, serious injuries or changes to patient treatment associated or attributed to this event. Upon repeat on another instrument the result was lower, regarded as valid and reported outside of the laboratory. Beckman coulter inc. Review of customer supplied data indicated that instrument assay quality control results did not display any high or positive trend before the event. No patient specific information or sample collection/handling information was provided by the customer. Actual patient result data was not provided for this event. The patient results were verbally communicated by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced the entire glucose module. The instrument was returned into service after the necessary and verified repairs had been completed. The gluc module was returned to beckman coulter inc. For further investigation, which is currently in-process. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2050012-2011-05217; 2050012-2011-05218; 2050012-2011-05219.